Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: two photos were provided. One shows two needle assemblies; one with a ½¿ needle long and the other with a 1¿ needle long. The other photo shows the top web packaging confirming the same lot# 9193522 and description of the product. The previous batch was verified confirming it was for the same product 305106- 30 x ½¿. Both have the same plastic hub color and plastic shield type. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 2nd complaint for lot # 9193522 for this type of defect or symptom. Previous complaint (B)(4). There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it is likely that one bag with the 305128 (30x1¿) was mixed in the gaylord of the 305106 (30x ½¿). It was not detected at the multivac packaging process by personnel. Rationale: CAPA not required at this time.

Event description:
It was reported that "30gx1 ½" needles were found mixed into the box of bd precisionglide¿ needles during use. The following information was provided by the initial reporter: "we received a box of 30g and ½ needles and every other one is 30g and 1 and ½." "Mixed in with the 30gx ½ were random 30gx1 ½ . They were all labeled individually 30gx ½."